Event description:
It was reported that a physician implanted an x-stop device into a pt. The pt "is not satisfied with the results." Reportedly, the post operative pain is "worse than before the procedure." Seven months post-op, the pt experienced "some relief, but didn't want a laminectomy." No additional info was reported.

Manufacturer narrative:
Device not returned, f/u conversation with company rep.